Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of dermatitis allergic ("patient got the inserts in and had an allergy with rash all over her body") in a 34-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced dermatitis allergic (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tube removal along with the essure). Essure was removed on (B)(6) 2018. At the time of the report, the dermatitis allergic outcome was unknown. The reporter provided no causality assessment for dermatitis allergic with essure. The reporter commented: the insert was placed only in one tube and she did not know which tube they placed it in and why it was a lateral placement. When she went to have it removed the hcp removed the wrong tube so the patient still had the essure in the other tube. She went to another physician to have the essure removed along with the other tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dermatitis allergic ("patient got the inserts in and had an allergy with rash all over her body") in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced dermatitis allergic (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tube removal along with the essure). Essure was removed on (B)(6) 2018. At the time of the report, the dermatitis allergic outcome was unknown. The reporter provided no causality assessment for dermatitis allergic with essure. The reporter commented: the insert was placed only in one tube and she did not know which tube they placed it in and why it was a lateral placement. When she went to have it removed the hcp removed the wrong tube so the patient still had the essure in the other tube. She went to another physician to have the essure removed along with the other tube. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.